Event description:
Call trx from psr to pt's mother stating humira pen device malfunctioned and most of medication spilled out. Counseled mother and suggested to call dr. To see if the needs to dose again and also provided MFR's phone number for replacement. Reported (B)(6) by pt/caregiver.